Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
At this time, the device has not been returned. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that pacing impedances on the left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) were greater than 2500 ohms. There was also reportedly failure to capture, resulting in loss of biventricular therapy. The lv lead was surgically abandoned and replaced. This crt-d was also explanted and replaced during the same procedure. No additional adverse patient effects were reported.